Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "phlebotomist had completed blood collection of several bd collection tubes, was holding the tubes in her hand, when all of a sudden, the top popped off the blue citrate tube, splattering blood everywhere. A new sample had to be collected. There was no report of exposure to phlebotomist; however they are seeking compensation for the loss of a scrup top."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual testing. Additionally 10 retention samples were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "phlebotomist had completed blood collection of several bd collection tubes, was holding the tubes in her hand, when all of a sudden, the top popped off the blue citrate tube, splattering blood everywhere. A new sample had to be collected. There was no report of exposure to phlebotomist; however they are seeking compensation for the loss of a scrup top."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 3016600. Medical device expiration date: 2023-10-31. Device manufacture date: 2023-01-16. Medical device lot #: 3016603. Medical device expiration date: 2023-10-31. Device manufacture date: 2023-01-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.